Event description:
It was reported that the pacing impedance was greater than 9,999 ohms in both channels. The atrial channel did not show any egm. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The no atrial and ventricular output condition was the result of lifted hybrid bond wires.